Event description:
On (B)(6) 2015, lay user/ patient spouse contacted lifescan (lfs) and alleged their one touch ultra2 meter would not turn. The complaint was classified based on the customer care advocate (cca) documentation and this medical surveillance specialist listening back to the call. The reporter alleged the issue began approximately 5 weeks ago. The reporter told the cca the patient manages his diabetes with insulin (self-adjuster). The reporter confirmed that the patient took his normal dose of medication (including sliding scale) in response to the product issue. The reporter claims the patient developed symptoms of ¿high blood pressure, shortness of breath and weakness¿ a couple of weeks after the product issue, as a result of the meter not turning on. The reported alleged patient was taken to the emergency room (ER) on (B)(6) 2015 at 1.30pm where in was treated with insulin and was admitted to the hospital for the week end and released on (B)(6) in the evening. At the time of trouble shooting, the cca confirmed this was the first time the product was being used, there was no misuse of the product, the meter did turn on with the power button and the correct test strips were being used. The cca resolved the issue; the meter turned on when inserted into the strip. Replacement products were sent to the patient. This complaint is being reported because, the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began. In addition, there is no evidence that the subject meter malfunctioned.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.